Manufacturer narrative:
It is known that eschar build up on a device tip can burn. The IFU states "wipe the electrode often with gauze or other material". The site was given an ecri bulletin on the importance of keeping eschar build-up off of es electrodes to prevent or fires. The site was also sent a or fire prevention packet and has requested a company representative come in to give an in-service. To date, the incident sample has not been received for evaluation. Further information and the sample have been requested. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that a flame was observed on the tip of an edge coated blade.